Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/5/25 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 2/2/25. On (B)(6)2025, the user experienced a severe low bg event in the 30s, leading to loss of consciousness. The user was incoherent, and ems was called by family, resulting in an ER visit. The user was not admitted due to ongoing radiation treatment for breast cancer. While in the ER, the user received d50, despite being allergic to it. The user reported ongoing low bg levels and mentioned difficulties eating due to nausea from food smells, a side effect of radiation treatment. Additionally, the user noted a significant language barrier during their ilet training, requiring them to translate for the trainer. The user expressed interest in additional training, and the agent provided a link to schedule further sessions. The user is currently back on the ilet.